Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signal, pacing inhibition the right atrial (ra) lead, high impedance out of range greater than 3000 ohms on bipolar. Due to lead conductor breakage or fracture. This rv lead was surgically abandoned and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and the procedure. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range rv pace impedances greater than 3000 ohms on bipolar and oversensing of noisy signals resulting in pacing inhibition on the right atrial (ra) lead. These observations were attributed to suspected lead conductor breakage or fracture. There was no evidence of syncope or dizziness. This rv lead was surgically abandoned and remains implanted. No additional adverse patient effects were reported.